Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) that upon return from a surgery the service department noticed that from the straight implant holder for syncage a screw in one of the hinges was missing. It was reported that the inspection showed that the screw is broken. As this was noticed after surgery it is not clear when the screw broke. It is very likely that this did not occur during a surgery as the sales consultant did not report an instrument failure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. (B)(4). The device was received and is currently in the evaluation process. A review of device history records was not performed; the records are not available as device is more than 10 years old. (B)(4). Placeholder.